Manufacturer narrative:
Philips service ordered material for video converter replacement; follow-up required. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that monitor on left side of console failed to turn on due to video converter issue on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.